Event description:
Complaint submitted through clinical literature search review. Limited information provided and it is unlikely further information surrounding the patient or event will be provided. The product name, lot number or item number was not specified in the initial complaint. The patient experienced postoperative anemia along with two days of fatigue, chills, weakness, dizziness along with low apatite, abdominal pain in the left lower quadrant that has been intermittent since it began, shortness of breath that persisted throughout day. The patient was admitted to hospital for a workup and received IV iron infusion. No further information surrounding patient status or patient outcome was provided.